Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, when the physician retracted the hub at the number two arrow line, the stent's first flange was unable to deploy. When the device was removed from the working channel of the scope, it was noted that the stent was still covered by the outer sheath. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum for a gastrojejunostomy procedure. A photo of the device was provided, and it was observed that the nosecone appeared to be far from the black marker due to the control hub being in position 2, and the stent was partially deployed.

Manufacturer narrative:
Block g4 (premarket / 510(k)) has been corrected. Block e1: initial reporter's address is (B)(6). Reported here as the address exceeded character limit for designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was returned in a fully deployed and expanded condition. However, media inspection based on a photo provided by the customer revealed the stent was partially deployed. A destructive inspection was performed to assess the torsion (rotational damage) in the delivery system, the delivery system was disassembled, and the outer sheath was not found twisted. No other problems were found with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed based on the media analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent was to be implanted transgastric to the jejunum during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure. However, the IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture." The investigation concluded that stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, a review and analysis of all available information indicate the most probable cause is known inherent risk of device.

Manufacturer narrative:
Block e1: initial reporter's address is (B)(6); reported here as the address exceeded character limit for designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the jejunum during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure performed on (B)(6) 2024. During the procedure, when the physician retracted the hub at the number two arrow line, the stent's first flange was unable to deploy. When the device was removed from the working channel of the scope, it was noted that the stent was still covered by the outer sheath. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the axios stent was to be implanted transgastric to the jejunum during an endoscopic ultrasound-guided gastrojejunostomy (eus-gj) procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum for a gastrojejunostomy procedure. A photo of the device was provided, and it was observed that the nosecone appeared to be far from the black marker due to the control hub being in position 2, and the stent was partially deployed.